Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak prior to use. There was no patient involvement reported. No harm reported.